Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, error code 307 occurred. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the issue and had the customer power cycle the system and reseat the cables, but the issue persisted. The surgeon elected to continue the procedure to laparoscopic surgery with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized with error 307. The patient was able to tolerate the procedure conversion.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and replaced the personality module surgeon console (pmsc) board to resolve the issue. The fse further tested the system and performed hard power cycles for two hours and the error did not return. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the replaced pmsc board involved in this complaint to perform failure analysis. The error fault was confirmed and during failure analysis, the pmsc board was tested and failed recognition test. The issue was reproduced.